Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl/ 600 mg/dl. The customer used up the entire supplies but still received insulin flow block. The customer hook up the insulin pump. The insulin pump later comes up with the lines are blocked. The insulin pump will not be returned for analysis.